Event description:
Pt's eyelash burned during an entropian repair procedure. Surgeon was using the cautery in the incision. A flame resulted and burned the eyelashes. Sponge was laid on flame to extinguish. Eyelash stopped burning, but the sponge then ignited, but was put out. A plastic corneal shield was in place at the time of the incident. Betadine was used as the prep. A medwatch form was filed by the user facility, report.

Manufacturer narrative:
The device used was inspected. Bovie medical cannot confirm any condition or characteristic of the returned device that would cause the reported event (eyelashes burned). The cautery passed all current bovie test criteria. Per medwatch filed by the user facility, a sponge was used to extinguish the flame, which subsequently ignited. It was confirmed, via email communication, that the sponge used to extinguish the flame was dry.